Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed ccc specialist that they ran quality controls, which were within range. The customer performed precision study, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a mixer test on sample probe 2 (s2) and reagent probe 4 (r4), which were within specifications. The cse aligned and ran the system checkout procedure to verify the instrument performance. The cause of the discordant, falsely depressed ca results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The customer stated the results obtained were low or below the assay range. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.